Event description:
It was reported that a solution administration set could not be disconnected from the stopcock. This occurred during infusion. The reporter stated that the nurse attempted to use a tool to disconnect the set, and the stopcock broke. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not returned; therefore, an evaluation could not be conducted. Should additional relevant information become available, a supplemental report will be submitted.